Event description:
Customer reported that the t: slim x2 pump battery was not charging. There was no adverse impact to the customer¿s blood glucose level. Customer technical support (cts) instructed the customer to plug the tandem wall adapter into a functioning outlet and wait at least 30 minutes to see if the pump would begin charging, with a follow-up planned. Upon follow-up using different charging supplies and leaving the wall adapter plugged in for 30 consecutive minutes did not resolve the issue. Customer states that she purchased a tandem cable from amazon and it also failed to correct the issue. The only cable that seemed to charge pump was the 3rd party cable. Cts will replace pump.